Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that they received a critical pump error alarm. Customer's blood glucose level was 8 mmol/l. The customer is pregnant. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with a critical pump error (open book error) an broken sensor error alarm found in the formatted history file due to force sensor zero offset out of spec. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump received with cracked case on the back at the battery tube area and battery tube threads. Device received with minor scratched lcd window, case and keypad overlay.